Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement with associated pacing failure during a routine follow-up evaluation. This rv lead was subsequently repositioned and remains in service. Post-procedure evaluation indicated a good patient condition. No additional adverse patient effects were reported.